Event description:
It was reported that the user experienced hyperglycemia shortly after an infusion set change on the ilet, with a highest fingerstick blood glucose of 474 mg/dl after announcing lunch and without system alerts besides high glucose; tubing was tested with observed drops, and insulin delivery was resumed. Symptoms included shakiness and a sensation of elevated glucose. Outcomes included a high glucose event without hospitalization. Investigation included guided troubleshooting of the infusion set and tubing with confirmation of insulin flow and resumption of delivery, along with planned follow-up to reassess glucose. Investigation of this case revealed that the cause of the hyperglycemia was unclear given confirmed insulin flow and lack of accessible reports. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.